Event description:
Additional information was received from the physician indicating that the patient's sleep apnea started when vns was first placed but this was possibly a coincidence since her apnea has improved. Patient has dravet syndrome and dravet patients are not known to have apnea per the physician. The physician does not think that the vns caused patient's apnea. No interventions were taken regarding the apnea as it is rare for the patient.

Event description:
Programming data was received for patient from the physician for a battery life estimation. In this data , it was noted that the patient experienced apnea at night in 2010 and was mainly seizure free. It is unknown if the apnea is related to vns stimulation. Patient also experienced apnea in 2014 (reported in manufacturer report # 1644487-2016-00441) after the generator was replaced due to battery depletion. The explanted generator was received on 04/20/2012. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional relevant information were made but were unsuccessful.